Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a leaking pr-3 regulator. The regulator was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator was experiencing large mean airway pressure (map) fluctuation. Vyaire customer advocacy reached out to customer and asked whether patient involvement and/or patient harm was associated with the reported event, but failed to receive confirmation.